Event description:
The patient reported experiencing withdrawal symptoms (undefined) and a return of pain due to an inability to get her pump refilled. The patient has relocated and was seeking a new physician. The patient also reported having a psychological disorder. The drug used in the pump was morphine. Additional information has been requested but was not available on the date of this report.